Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -16.00/0.5/031 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced for a longer length lens during initial surgery due to low vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly "patient is happy."

Manufacturer narrative:
H3 - "foreign material on the lens surface" should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and foreign material on the lens surface. Claim#: (B)(4).